Manufacturer narrative:
The device was evaluated and the pump was replaced. The device then operated within manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien received information stating that during patient use, an abnormal noise was heard from the unit. Although the ventilator did not stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences reported.